Manufacturer narrative:
(B)(4). G2: foreign - event occurred in japan. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that following an initial total hip arthroplasty, the patient sustained a backward fall resulting in an anterior dislocation and underwent revision approximately 2 years and 8 months post-implantation. At revision, the residual bearing was found within the cup, and the head was dislocated and attached to the stem. X-rays discovered stem migration. Attempts have been made and no further information has been provided.